Event description:
The customer reported 1 milliliter of clear fluid leaked from the probe wipe of the act diff instrument onto the tabletop. Quality control results failed for wbc [white blood cell (count)], rbc [red blood cell count], and hgb [hemoglobin]. No erroneous patient results were generated in connection with the reported event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse observed valve lv8 may have been sluggish and found high vacuum recovering low in vc1 (vacuum isolator chamber). He completed the following modifications on the instrument: (B)(4) for dual head pump conversion and (B)(4) for replacement of valve lv8. (B)(4).